Event description:
(B)(4). I have experienced, extreme belly bloating, cramping, irregular periods, blood clots, heavy bleeding, depression, loss of hair, weight gain, not able to lose weight, extreme pelvic pain, numerous cyst, sharp pelvic pain, constant spotting, joint pain, dizziness, brain fog, ringing in ears, all over body aches, insomnia, dry skin/ hair, and adenomyosis and many more symptoms.